Manufacturer narrative:
Initial reporter address: (B)(6). Medwatch report number: mw5099383. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the middle port. The leaks were observed during the final check after filling the bags prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from july 01, 2020 - july 02, 2020. H10: three (3) actual samples were received for evaluation. Unaided visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed using tap water which revealed a leak between the spike port tube and the spike port bonding area of all bags. The reported condition was verified. The cause of the condition could not be determined; however, the most likely cause was due to inadequate or lack of cyclohexanone applied during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.